Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply line had become disconnected from the supply bag, which is as known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. During troubleshooting, it was found that one of the supply lines separated from the solution bag and was leaking at the connection site. The technical service representative (tsr) explained the alarm to the patient, and assisted in ending therapy. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.